Event description:
Imprecise valproic acid results were obtained on quality control fluids using vitros valp reagent when processed on a vitros 5,1 chemistry system. There was no report of affected patient samples. Biased results of the direction and magnitude observed may lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that imprecise vitros valp results occurred on three different control fluids processed on the vitros 5,1 fs chemistry system. A definitive root cause could not be determined; however, an analyzer related event cannot be ruled out as a contributing factor. Repairs returned the system to expected operation. The root cause of this event is unknown.